Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 the pump alarmed pump error. Insulin pump passed displacement test, self test, active current measurement and sleep current measurement. Pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error noted during test. Pump trace download analysis confirmed the pump alarmed replace battery now alarm on (B)(6) 2021 04:35:00.000, power loss alarm on (B)(6) 2021 05:06:00.000 and pump error on (B)(6) 2021 5:07:04. The power management graph also confirmed the replace battery now alarm and power loss alarm were triggered due corroded battery tube. No traces of moisture were noted at electronic assembly or motor assembly during visual inspection. The following were noted during visual inspection: corroded battery tube, scratched case and pillowing keypad overlay. The p-cap does lock properly. Insulin pump trace download analysis confirmed the pump alarmed replace battery now alarm on (B)(6) 2021 04:35:00.000, power loss alarm on (B)(6) 2021 05:06:00.000 and pump error on (B)(6) 2021 5:07:04 due to corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had post-reset ram crc alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.